Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded receiver log did not confirm the reported event. The reported event was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4) .

Event description:
Dexcom was made aware on 06/23/2017, that on (B)(6) 2017, the transmitter stopped working. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.